Manufacturer narrative:
Continuation of d11: nous therapies earlier in the day, including parenteral nutrition, ondansetron, and hydration; at approximately 02:00 a.m., paracetamol (acetaminophen) and nefopam were administered intravenously, and around 04:00 a.m., an additional dose of IV paracetamol was given due to abdominal pain and intolerance of oral medication. At approximately 05:30 a.m., the patient was found unresponsive with seizures while parenteral nutrition was infusing without alarm. The patient was transferred to the ICU around 06:00 a.m., where all infusions were stopped and lines were clamped, and at approximately 06:15 a.m., a leak was identified in the extension set, which was subsequently replaced. Following this, sedation was initiated using etomidate and a neuromuscular blocker, followed by maintenance sedation with propofol and sufentanil via syringe pump for approximately one hour without issue. At approximately 10:00 a.m., during an attempt to aspirate residual sedation medications, air was withdrawn instead of fluid, raising suspicion of a gas embolism, and the central venous catheter was removed. The patient was later transferred to another facility, where hyperbaric oxygen therapy was initiated, including an initial session of approximately four hours with subsequent clinical improvement, and an additional session was planned for (B)(6) 2026. (B)(4).

Event description:
It was reported that on (B)(6) 2026 involving a 78-year-old female patient admitted to the surgical ward, who was 25 days post-operative following anterior and mid-pelvic exenteration. The patient had a teleflex 3-lumen central venous catheter (cvc; cat# cv-12703) inserted into the right subclavian vein on (B)(6) 2026, connected to a non-teleflex extension tubing and two 3-way stopcock connectors. During the night, the patient received intravenous medications including paracetamol (acetaminophen) and nefopam. At approximately 05:30 a.m., the patient was found unresponsive with convulsions and a glasgow coma scale score of 3. Clinical findings included bilateral nystagmus, perioral clonus, tachycardia, and tachypnea. A hemorrhagic stroke was initially suspected, and the patient was transferred to the intensive care unit (ICU) for further management. Upon ICU admission, all infusions were discontinued, and the lines were secured. At approximately 06:15 a.m., a leak was identified at the distal end of the non-teleflex extension set connected to the cvc during flushing, characterized by a jet of fluid; no air bubbles were observed at that time. The extension set (in place since (B)(6) 2026) was replaced. Sedation medications were subsequently administered via the new extension set without issue. At approximately 10:00 a.m., during attempted aspiration of residual sedation medication, only air was withdrawn instead of fluid, raising suspicion of a gas embolism. The cvc was immediately removed, and the patient was transferred to another facility for hyperbaric oxygen therapy. The patient underwent an initial 4-hour hyperbaric session with subsequent clinical improvement, including eye opening with reduced sedation, and additional therapy was planned. Device evaluation performed by the hospital indicated no visible defects or leaks in the teleflex cvc; however, functional testing demonstrated resistance to infusion and abnormal syringe plunger behavior across all lumens. Testing of the initial non-teleflex extension set reproduced a leak at the distal connector when pressurized, consistent with the reported event, while a replacement extension set showed no abnormalities. The user facility reported that the diagnosis remained uncertain; however, a gas embolism of likely iatrogenic origin was considered the most probable cause. The patient's condition improved following treatment but remains in critical condition in the ICU.